Event description:
It was reported that the customer received three no delivery alarms from her insulin pump during a bolus. The customer's blood glucose levels are unknown. The customer stated she changed her infusion set four times before she could deliver a bolus successfully. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).